Event description:
During evaluation, a battery depleted alarm was found to have occurred. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional information is available.